Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became warm while charging. There was no reported impact to the customer's blood glucose level. Tandem technical support educated the customer that the pump would alert the customer if the temperature was out of the acceptable range. Customer acknowledged.